Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a prostyle after a percutaneous coronary interventional procedure using a 6f sheath. Reportedly, a cuff miss [suture retrieval issue] occurred. Another prostyle was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
An analysis was performed on the returned device. The failure to cycle was confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported issue and the subsequent treatment appears to be related to circumstances of the procedure. In this case the plunger was not pressed fully against the handle or there was an interaction with tissue preventing the posterior needle from blowing through the foot. When the plunger was pulled a separation of the anterior cuff to anterior needle occurred due to the posterior needle still in the foot pocket. The deformations, material separation, and scratch are related to use and the reported difficulties. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.